Event description:
Information was received from a patient regarding the implantable neurostimulator (ins). Patient was recently implanted and did not know how to use the equipment. Patient reported they tried charging the implant today because they were in a lot of pain last night and felt like their toes were growing together and patient did not sleep all night. The toes were killing the patient; they were like glued or stuck together. Patient never had this before. Patient never charged the implant and thought they needed to charge. Today was the first time they charged. Patient confirmed the healthcare provider (hcp) told them they could start charging. Patient laid on it for 1.5 hr, and never heard the tone indicating the charge was finished. Patient started to hurt, their back, because they just had the surgery, so patient took it off their back. Patient wanted to know how to tell if ins was charged. Reviewed general use of external equipment. Patient used the wireless recharger. Pt was able to get to normal charging screen, ins was at 100%, excellent connection. Patient then needed help using the handset with the communicator. Reviewed. Patient first got communicator not found. Communicator was turned off. Instructed patient to power on the communicator and try again. Patient then connected and it showed therapy was off. Patient turned therapy back on. Patient said they felt something but thought they were supposed to feel nothing. When they walked, patient did not feel the relief as during the trial. The feet burned when trying to sleep. Patient reported they were hoping for better results with the stimulator. Patient said their feet did not feel like they did during trial. Pt got no therapy improvements since implanted. Last saturday patient called a manufacturer representative (rep) who told patient to turn it down to 2. It did not seem to be helping the patient. Then patient met with a rep 2 days ago and they put it on 2.5 on c1 and reprogrammed it and patient did not notice any improvement. Patient went back to group a and decreased from 3 to 2.5 in base and prime. It was still causing discomfort. On the call patient turned stim down to 2. Reviewed. Patient told hcp they would rather have neuropathy than pain they were at during trial. Hcp then put the trial for 3.5 days. While patient had the trial it was great: their balance was better and patient did not have as much pain because patient's toes did not really work, they were kind of numb but yet tingle and burn on toes. Additional information was received, it was reported the patient was told by a representative (rep) that after the ins was fully charged the recharger would make beep to let them know that the ins was done charging, however the recharger never let them knew when the ins was done charging so they would have to get out the handset to check the recharging status. Agent reviewed. Patient (pt) stated that the next time they charged the ins in about a week, they would turn the ins off while charging to see if that made a difference. Pt stated that they didn't know what average intensity the stimulation should be set at and that they didn't know what to expect from the device. Pt stated that they were in ny about a month after the ins was implanted and that they overdid it on the first day. Pt stated that they maybe walked 4,000-5 ,000 steps in a day, but that day they walked 11,000-12,000 steps and they had hurt a lot. Pt stated that they were beginning to wish they didn't have the device. Pt stated that they had been on groups a, b and c and they couldn't tell much difference between the groups. Pt stated that they had started switching the programming last night and that they woke up in a lot of foot pain this morning. Pt stated that before they were getting shocked randomly even when sitting from the ins. Pt stated that they would get a noticeable shock on the top of their foot which would hurt, so they had called the rep right away and they were told to turn the stimulation down. Pt stated that they didn't remember what the pain was like before they got the device. Pt stated that they had the trial on (B)(6) for 3 days and then they got the permanent ins on (B)(6). Pt stated that they had no noticeable pain but it felt like their feet weren't their own and it was a strange feeling that they didn't like. Pt stated that before they had gotten the handset on a screen that they weren't supposed to be on. Pt stated that they called the rep and the rep said that the screen they were on was the screen the rep used to make therapy adjustments. Pt said that ultimately, the rep had to facetime them to help them get to where they needed to be on the handset. Pt said that yesterday the rep was confused and couldn't tell them what their groups were for and how they were set up. Pt stated that their back hurt and that one group was supposed to help with their back and it wasn't. Agent reviewed and redirected pt to hcp. Additional information was received, it was reported the patient clarified the sensation as a change in therapy, the patient had walked 12,000 steps on a vacation and had thought the device would help. The patient adjusted their therapy again and the patient was going to follow up with their doctor.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, lot#serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.